Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. A search of the lot history record for this specific lot found a related non-conformance record. The event was possibly related to hub assembly during manufacturing. Corrective and preventative actions are in the process of being implemented. These devices will continue to be monitored.

Event description:
It was reported that during a radiocephalic fistuloplasty the 7 x 40 mm armada 35 balloon dilatation catheter (bdc) was inflated at unspecified pressure when the inflation pressure dropped and leaking at the hub was noted. A different bdc was used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.